Manufacturer narrative:
Expiration date - unknown due to unknown lot number combination. Unknown due to unknown part/lot number combination. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record. One report is being submitted for the reported 2 patients due to the lack of specific patient demographics.

Event description:
Per literature review the article entitled, comparison of exo-seal and angio-seal for arterial puncture site closure, a randomized, multicenter, single-blind trial, herz 2015 40:809-816, doi 10.1007/s00059-015-4306-3, published online: june 13, 2015. This report addresses the two (2) angio-seal devices that could not be successfully deployed and manual compression was performed to achieve hemostasis. Patient condition is unknown. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.